Event description:
During a follow-up, the device could not be interrogated. Premature battery depletion was suspected, and the device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Communication between the device and the programmer could not be established due to a depleted battery. A longevity calculation indicated the battery depletion was premature and shorter than expected. Further analysis of the battery revealed no anomalies. The cause of the battery depletion is unknown. All other functional testing of the device revealed no malfunctions. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.